Manufacturer narrative:
The device has not been returned for investigation. The serial number for the cc-xs meter cpl is (B)(6). Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Section e3: occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for (1) patient with coaguchek xs 6 tests. On (B)(6) 2024 at 8:24am, the patient received the following inr results: meter's result 4.6 on (B)(6) 2024 at 8:29am, the patient received the following inr results: meter's result 4.3 on (B)(6) 2024 at 12:00pm, the patient received the following inr results: lab's result 3.5 the patient¿s therapeutic range was provided 2.0-3.0 inr. Testing frequency is bi-weekly. Patient's history of stroke is indication for warfarin.